Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and air bubbles in the tubing. Blood glucose level at the time of the incident was 300 mg/d and treated with bolus. Blood glucose level at the time of the call was 231 mg/dl. During troubleshooting, customer indicated that the drive support cap was protruded. Reviewed best practices for handling insulin for reservoir fill process and techniques. Air bubbles were not removed successfully. Customer was advised to change the infusion set. The insulin pump will not be returned for analysis.